Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Material will not be returned. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Lot of 150 pieces was released based on step 0080 of the work order. No deviation nor any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an inosculation surgery for a fracture of the right metacarpal bone on (B)(6) 2016, screws broke. The breakage at the head of the reported screws occurred when the surgeon turned the screws in clockwise and anti-clockwise directions after experiencing difficulty removing the screwdriver from the recess of the screws. Although the surgeon tried to remove the broken screws from the patient, the attempt did not work. The surgeon decided to leave the screws in the patient until the removal surgery. The surgery was delayed for 30 minutes due to the incident. Concomitant device: 1x unk screwdriver this report is 1 of 2 for (B)(4).